Event description:
Reporter indicated that vns pt experienced feelings of heart fluttering and light-headedness while using a microwave. It was reported that the pt had been microwaving several dishes (approximately 6 plates of food, approximately 3 minutes each) when pt experienced light-headedness, irregular heartbeat and a fluttering feeling in their heart that made pt have to go lie down. The pt has a pre-vns history of heart murmur, chest pain and irregular heartbeat, but what pt felt while using the microwave was different. The pt plans to follow-up with their neurologist.